Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part:323.062-us. Lot:41p6577. Manufacturing site: (B)(4). Release to warehouse date: (B)(6) 2020. A manufacturing record evaluation was performed for the finished device part: 323.062-us, lot: 41p6577 , and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event description: it was reported that on (B)(6) 2020, during a open reduction internal fixation (orif) of the ankle, a drill bit broke in the drill guide. There was no surgical delay. Procedure was completed successfully. There was no harm to the patient.

Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against user facility medwatch number 4100120000_2020_8017, a copy is attached. The only information contained in this report is correction or additional information. Concomitant device reported: unknown drill guide (part # unknown, lot # unknown, quantity 1). This report is for one (1) 2.0mm drill bit with depth mark/qc/140mm. This is report 1 of 1 for (B)(4).